Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the wireless recharger(wr) just kept connecting and then disconnects to the implant immediately. Technical services(ts) tried resetting multiple times. Ts also had rep tried different quadrants of the wr without success. Patient got error 3167, at one point error 2113, the handset was a bit far away as it was trying recharge. Rep used her recharger and it connected and maintained the connection without issue. Implant is superficial and depth wasn't an issue. Patient said issue has gone on for a while where wr connects and disconnects. Patient has to reposition and work with the wr many times to allow recharging. The issue was not resolved through troubleshooting. Additional information was received from the patient. Patient called in regards to this case with a continuation of connectivity issues after receiving a new recharger. Patient and caller said they were having the same issues trying to connect, where the recharger connected to the ins and then disconnected exactly 5 seconds after connecting. Caller said it worked for a couple of weeks but was no longer working. Caller said they couldn't feel all four sides and rather than feeling a flat surface, they felt a little bump or module or something. Patient services had patient try sitting and leaning forward, crossing their ins-side ankle over their other ankle, and put pressure on recharger to body. Caller said they had to put an immense amount of pressure on the patient's body for the recharger to recognize the ins, but it still disconnected. Caller said they thought it was the ins being too deep in the pocket and maybe there was too much skin. Caller said patient's ins was at 50%. Troubleshooting did not resolve the issue. Patient services redirected to healthcare provider (hcp) to check implant placement and help with in-person troubleshooting.